Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for undefined high pacing impedance. The lead had a high number of sensing integrity counter (sic) episodes and a confirmed fracture on the pace/ sense coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.